Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 450 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.